Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 05/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/09/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted

Event description:
It was reported that a patient underwent placement of spaceoar hydrogel, which was initially visible on computed tomography (CT) and cone-beam computed tomography (cbct) scans. The hydrogel placement was considered excellent on both the CT simulation (CT sim) and magnetic resonance imaging (MRI), with no evidence of rectal infiltration noted. However, during the first week of treatment, the medical team observed changes in the hydrogel, suggesting it was beginning to enter the rectum. By the 10th fraction of radiation therapy, the hydrogel had completely disappeared. The patient denied experiencing any symptoms or noticing the passage of the hydrogel and reported feeling well despite the unexpected change in its position. Upon reviewing the patient's MRI, it was noted that at the midgland level, the hydrogel began to conform to the shape of the rectum, raising concerns about a possible rectal wall injury (rwi). Further imaging reviews showed that the hydrogel was migrating toward the rectal lumen and was associated with air accumulation. The patient remained asymptomatic until the 10th fraction of radiation therapy, at which point they began experiencing pain, a bulge, and erythema in the perineal area. A resimulation CT scan was performed, and the treatment plan was adjusted accordingly. Despite these complications, radiation therapy was continued, and the patient is currently on fraction 13 of a planned 28 fractions. It is suspected that the hydrogel was initially placed beneath the anterior rectal wall and began migrating through the rectal layers, eventually reaching the mucosa and entering the rectal lumen. This migration is believed to have resulted in the formation of a fistula, allowing gas to escape and travel through the needle tract to the perineum, which led to the patient's symptoms. Additionally, the patient is undergoing six months of androgen deprivation therapy (adt) for unfavorable intermediate-risk prostate cancer. The clinical team decided to proceed with radiation therapy despite the complications.